Event description:
It was reported that the right atrial (ra) lead exhibited no capture when at maximum output. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and was analyzed. Tissue was found on the helix. All conductors, including the distal conductor, which was fractured (overstress), were distorted, and blood/body fluid was found on the proximal conductor (not obstructed). The outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the lead appeared stretched and exhibited apparent explant damage. The analyst noted that the helix was returned partially extended with heavy tissue growth visible on the helix.